Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the mechanics seized. It was further determined that the device had excess oxidation, which made it impossible to completely disassemble it. It was further determined that the device failed pretest for check reverse locking mechanism, check attachment coupling with attachments, and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the reverse button of the compact air drive device was locked, and the chuck hitch was split. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the (B)(6) in 2018. The actual month was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.